Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2007. After 9 years, the patient started to develop heterotopic bone and was unable to open her mouth past 2-3 mm for the last 2 years of having the implants. In (B)(6) 2018, the patient had a debridement surgery to remove the heterotopic bone. According to the surgeon, 4 days later the patient developed a bilateral infection and was taken back to the operating room to have the fossa and condylar components removed on both sides. The surgeon is planning on placing revision implants once the infection has been resolved.

Event description:
The patient's left and right tmj implants were removed due to an infection which developed after a debridement surgery.